Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image was due to corrosion on the pins of the ccd. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications this issue is addressed in the instructions for use (IFU): "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an image that did not appear. The issue occurred during preparation for use and the procedure was unspecified. There were no reports of patient harm.